Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was an issue with the pump. The reporter stated that the patient had a blood glucose of 22 mmol/l with symptoms of nausea. There was no medical intervention associated with the complaint. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. There was no determined cause for this variation during the call. This complaint is being reported based on the allegation that there was a potential delivery issue with the pump.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/22/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. The pump was returned with basal program 1 set to: 1.125/hr at 00:00, 1.00 u/hr at 07:00, 1.175 u/hr at 18:30, 1.20 u/hr at 20:00, 1.225 u/hr at 21:00, 1.125 u/hr at 22:00. The basal settings for (B)(6) 2017 were 1.150/hr at 00:00, 1.00 u/hr at 07:00, 1.175 u/hr at 18:30, 1.20 u/hr at 20:00, 1.225 u/hr at 21:00, 1.125 u/hr at 22:00. Basal change history for (B)(6) 2017 appears to be inaccurate with basal program 1 on due to user manually changing the basal rate at 00:00 to 1.125 u. On (B)(6) 2017 20:33 an unexplained rebooting event occurred; deliveries resumed on (B)(6) 2017 at 14:29. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.